Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation result of cutting wire kinked. Block h11: investigation results: the returned jagtome rx 44 was analyzed, and a visual and microscopic inspection found at distal section the working length was kinked, twisted and torn from the end of the rx channel to the tip, also, the cutting wire was kinked. Media analysis was performed based on the photo provided by the customer where was possible to observe the working length the working length torn from the end of the rx channel to the tip. As a functional test, a spare lab 0.035in guidewire was used to perform the advancing test. The guidewire could advance through the entire length, but resistance was felt due the damages in the working length. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was kinked. This problem could be caused by operational factors, such as manipulating the device through difficult anatomy, the used technique for the device manipulation or by the interaction between the device and the scope (hitting against a hard surface). The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was being prepared for used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of biliary stones to be performed on (B)(6) 2024. During preparation, the nurse could not advance the guidewire through the tip of the tome. Upon inspection, the nurse noticed the device tip looked damaged. The procedure was completed with another jagtome rx 44. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a wire kinked. Please see block h11 for full investigation details.